Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via antegrade approach with a 4.5fr non-bsc sheath. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left below the knee vessel. After a non-bsc guidewire and non-bsc microcatheter crossed the lesion, a 2.0mm x 150mm x 150cm balloon catheter was advanced for dilatation. However, upon inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries reported.